Event description:
It was reported that a pt underwent a sling procedure in 2008. During the procedure, the surgeon noticed that the fleece tips were not attached to the tape properly and were coming off. The procedure was completed successfully with a second same device with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.